Event description:
The customer received a blood glucose reading of 118 mg/dl from her contour and a reading of 410 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer performed a control test while troubleshooting and the result fell within the normal range. No product will be returned.